Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable gluc3 glucose hk gen.3, ureal urea/bun, and ua2 uric acid ver.2 results for 2 patient samples on a cobas 8000 c702 module. The customer questioned the initial results of two samples which prompted them to repeat them. For sample 1, the initial uric acid result was 0.1 mg/dl, the initial glucose result was 28.4 mg/dl, and the initial urea result was 9.2 mg/dl. The repeat uric acid result was 0.6 mg/dl, the repeat glucose result was 84.0 mg/dl, and the repeat urea result was 42.6 mg/dl. For sample 2, the initial uric acid result was 0.0 mg/dl and the initial glucose result was 26.8 mg/dl. The repeat uric acid result was 5.6 mg/d and the repeat glucose result was 90.5 mg/dl. No questionable results were reported outside of the laboratory. The reagent lots and expiration dates were requested but not provided.

Manufacturer narrative:
The field service engineer (fse) found that the vacuum tubing from the rinse arm had a hole near the rinse nozzle, there was a drop of water on the surface of the cuvettes in the tubing of the rinse arm, and the pump was damaged. The fse cut and adjusted the vacuum tubing, checked the tightness of the rinse arm pipes, performed adjustments of the rinse arm, replaced the pump, and carried out operational tests successfully. The service maintenance actions performed by the fse resolved the issue.